Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1, fill 2, drain 1, and drain 2. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. Performed additional functional methods accuracy test: removed door membrane gasket and inspected door piston: cracked door piston; internal inspection: no problems found. The assignable cause of device failed rite (returned instrument test evaluation) functional test was determined to be cracked door piston. Baxter will continue to monitor similar reports to determine if further actions are required.